Event description:
Alleged pain. Follow-up findings: as per return form from physician, additional event of alleged deflation.

Manufacturer narrative:
Eval of the returned device, reportedly the subject of this alleged event, noted no openings in the implant shell. The device was found to be intact and functional. There is no indication of device failure or mfg nonconformance associated with this event.